Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed technical failure codes 300 and 545. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer did not return the device for evaluation; however, the device logs were provided for review. A review of the device logs confirmed one instance of technical failure alarm. Technical support advised the customer to power cycle the device more than 10 times and the issue did not recur during the power cycles. Technical support advised the customer to perform the insp valve test in service mode to see if the issue returned. No additional data or response was received from the customer; therefore, a root cause is unable to be determined.